Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. The surgeon used replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.